Manufacturer narrative:
Due to the automated mes (manufacturing execution system) system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, only the stent was returned in its deployed state and was noted to be severely deformed, there was thrombus noted to the distal end of the stent, and all marker bands were noted to be present on the returned stent. A functional test was unable to perform as stent was deployed. The reported event is covered in the device direction for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The as reported code 'stent difficult/unable to advance or pullback through catheter' could not be confirmed as the stent was returned deployed. However, the analysis results are consistent with the reported event. The device did not meet specifications when received for complaint investigation based on functional and visual inspection. Additional information received indicated that the device was prepared for use as per the directions for use. The device was confirmed to be in good condition prior to use on the patient and continuous flush was maintained throughout the clinical procedure. The stent was returned deployed, and it was noted to be severely deformed at the distal (open cell) end. There was also thrombus noted at the distal end of the stent. The marker bands were verified to be present on both ends of the stent. The stent delivery wire and the introducer sheath were not returned for analysis. The as reported code 'stent difficult/unable to advance or pullback through catheter' as well as the as analyzed codes ¿stent deformed' and 'stent deployed prematurely during use' will be assigned procedural factors as this complaint appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use.

Event description:
Analysis of the returned device discovered that the stent (subject device) prematurely deployed during use. The procedure was completed successfully. There were no clinical consequences to the patient reported as a result of this event.